Manufacturer narrative:
A hot battery was noted in the battery tube during testing due to a punctured isolation tape on the lcd board shorting to the battery tube.

Event description:
It was reported that the customer was hospitalized with high blood glucose levels of 200 mg/dl. The customer's mother stated that prior to the event, the battery compartment of the customer's insulin pump had been overheating and that the customer has received multiple failed battery alarms. The customer's mother also stated that the customer was taken to the hospital for drooping eyes and elevated blood glucose levels. The customer's mother then stated that the customer was actually hospitalized for a neuromuscular disorder. Nothing further was reported.